Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that insulin pump was hit by the cabinet. The customer was assisted with troubleshooting. Customer states the display was solid white and solid white with black lines. No report of pump screen flashing when screen was turned on after being in sleep mode. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the insulin pump will be replaced as per troubleshooting. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with a solid white blank display with vertical black lines across the display due to cracked lcd glass. Unable to perform the self test and the displacement test or verify missing segments/partial display due to display anomaly.